Event description:
Hold for rw 2.9 it was reported that an alert for right ventricular intrinsic amplitudes out of range. Stored ventricular electrograms showed oversensing; however, the presenting electrogram showed appropriate function. The clinical observations have been documented and further review was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.